Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare provider regarding at patient receiving gablofen 500mcg/ml at roughly 47mcg/day via an implanted pump. Indication for use was noted as intractable spasticity and multiple sclerosis. It was reported that a alarm was occurring due to empty pump reservoir. The patient had increased spasticity that started about 2 weeks ago ((B)(6) 2016). The hcp could not get a clear history from the patient. The hcp believed the patient missed a refill due to insurance reasons. It was noted that the programmer showed 21.7ml had been dispensed. Technical services calculated that based on the flow rate the empty reservoir alarm would have sounded around 18 days ago. The hcp could not confirm as he was not able to check the event logs due to the tabs on the programmer being greyed out. The hcp was not aware that they needed to enter reservoir volume and low reservoir alarm volume to be able to access the tools tab. It was noted that the pump was going to be refilled on the day of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.